Manufacturer narrative:
The right side frame broke through the hole for the back seat saddle. The break occurred at the end of the insert in the tube. The back would have been cracked prior to just giving way. From the eval of the chair and it's condition the end-user appears to be a heavy user. The hardware has been loose for a while, the bolt has lost the head and is missing. The left also has loose hardware and the tube is showing signs of wear around the hole from the hardware moving. The maintenance schedule called out in the owners manual has not been followed. Engineering has also evaluated the chair and we would like to recommend replacing the chair with the heavy duty gtx instead of repairing. Chair is being scrapped.

Event description:
The reporter stated that the end-user was outside his home on his way to his car when the frame broke on the right side. End-user fell out of his chair, no injuries were reported.